Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged intermittently, the pump software was "delivering more insulin than the customers insulin needs." The customer experienced a blood glucose (bg) level ranging from 40 mg/dl - 400 mg/dl. Customer consumed carbohydrates to address the bg level. Reportedly, customer acknowledged that the pump software "does not fit the customers lifestyle" and acknowledged and understood the pump was functioning as intended. No additional patient or event information was available.